Manufacturer narrative:
It was discovered on september 14, 2020 that the initial and follow-up 01 emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3002809144-2020-00924 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c calcium results and sodium results generated on the alinity c processing module for several samples. The following data was provided: sid (B)(6) initial sodium result = 110 mmol/l, repeat = 141 mmol/l; sid (B)(6) initial calcium result = 1.18 mmol/l, repeat = 2.24 mmol/l; sid (B)(6) initial calcium result = 1.24 mmol/l, repeat = 2.24 mmol/l; sid (B)(6) initial calcium result = 1.43 mmol/l, repeat = 2.32 mmol/l; no impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed a dirty cuvette dry tip (alnty c-series cuvtte d). The fsr replaced the dry tip which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of service history for the alinity ac01525 did not identify any service or complaint issues that may have contributed to this issue. A review of tracking and trending for the alnty c-series cuvtte d did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module for serial ac01525 or the alnty c-series cuvtte d was identified.